Event description:
Reference number (B)(4). Event occurred in the united states t was reported that the patient experienced an issue where the infusion set patch did not stick to the skin upon insertion, on (B)(6) 2026. No further information is available.